Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation on her back. During a follow up the patient reported that she received a cream from her doctor. She reported that the irritation hadn't gotten any worse and was "ok." No allegation of a device malfunction.